Event description:
Reference number (B)(4). Event occurred in the united states this MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set tubing detachment and tubing came apart. Insertion site location was right side of abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).